Event description:
Emergency transport team arrived to transport 4-month-old child. Pt had been in cardiac and respiratory arrest approx one hr upon the team's arrival. The pt's pupils were fixed and dilated upon arrival. Pt remained unstable despite resuscitation efforts, however, had periodic episodes of return of cardiac rhythm and low blood pressure. The transport team transferred the intravenous medications, dopamine, dobutamine and epinephrine onto co's infusion device. After several mins the co's pump switched off. The pump was then plugged into the wall outlet; the green light turned on, however, the pump did not infuse the medications. All intravenous medications converted back to original equipment. It is unknown how long the medications were not infusing, but is estimated at less than 5 mins. Epinephrine, bicarbonate, calcium and lidocaine continued to be administered throughout the resuscitative effort. Approx one hr after the transport team's arrival, a decision was made to discontinue the code and the pt was pronounced dead. This device has been sent for a product evaluation. Those results are unknown at this time.